Event description:
Right eye cataract surgery. After phacoemulsification completed without incident, irrigation and aspiration portion of the procedure was attempted. At the beginning of irrigation/aspiration, there was minimal vacuum present and error was given multiple times stating, "low air pressure." The valve was apparently set at 60 and increased to 110. Instrument was re-primed. Proceeded with procedure. As the very last piece of cortex was about to be aspirated there was a sudden surge in vacuum resulting in loss of both anterior and posterior capsules and some vitreous. Pt left aphakic after trying to place an aciol. Pt's ultimate outcome unk at this time. Risk of retinal detachment. If retinal detachment does not occur, may be able to complete the cataract surgery in a few weeks.